Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms. The healthcare provider (hcp) indicated they were able to program the lv lead to a different vector with satisfactory impedance and excellent threshold measurements. The hcp indicated to boston scientific technical services they understood they should continue to monitor the lv lead, as it is very possible the lead will continue to degrade. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited a high out of range pace impedance measurement greater than 3000 ohms. The healthcare provider (hcp) indicated they were able to program the lv lead to a different vector with satisfactory impedance and excellent threshold measurements. The hcp indicated to boston scientific technical services they understood they should continue to monitor the lv lead, as it is very possible the lead will continue to degrade. The lv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this lv lead was subsequently electrically programmed off. The lv lead remains implanted. No patient symptoms or adverse patient effects were reported.